Manufacturer narrative:
The device was received for evaluation. There was a relationship found between the returned device and the reported incident. A visual inspection was performed on the product and no issues were observed. A functional evaluation revealed that the unit would not respond or pressurize when the rocker switch was engaged. The unit was opened. The fuse on the printed circuit board checked as good. The pre-pressure test jig was used to bypass the unit's pcb and fuse. The unit then powered up and pressurized as designed. The complaint was confirmed and the root cause has been determined to be a defective printed circuit board.

Event description:
It was reported that during a shoulder arthroscopy, the device did not work. The procedure was completed without a backup device, there was not loss of traction/patient positioning due to the reported problem while instruments were inside the patient. Delay or patient injuries were not reported.